Manufacturer narrative:
The hill-rom tech found the siderail end tube damaged causing it not to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the siderail end tube to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the siderail end tube was broken. The bed was located at the account on the (B)(6). There was no pt/user injury (B)(4)reported. This report was filed in our complaint handling system as complaint # 246243.